Manufacturer narrative:
Investigation on smiths medical cadd legacy 6400 pump is completed. Device arrived in good physical condition. Event log was opened and complaint of failed accuracy -11.10% could not be verified. Testing done to duplicate event and the accuracy was within the pumps guidelines of +/-6%. Expulser was replaced for preventative measures. Unknown cause of event and device passed all delivery and functional testing. Complaint could not be validated.

Event description:
Information received a smith medical cadd legacy 6400 pump failed accuracy - 11.10% . Event occured during testing and no patient involvement. Device analysis completed and will be in summary.